Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture (loc) at maximum output and high out of range pacing impedance measurements greater than 2,000 ohms. It was noted that the patient had a bad cough for a few months. A chest x-ray was performed and revealed that the lead had dislodged and the lead was also fractured in the area of the clavicle. The patient denied any trauma to the clavicular area. An invasive procedure was performed. The lead was explanted and replaced with another manufacturer's lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured 33 millimeters (mm) from the terminal pin. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.